Event description:
Additional information was received indicating that this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had a phrenic nerve stimulation. A reprogramming was done with the lv lead but issue was unresolved. Hence, this lv lead was repositioned. No additional adverse patient effects were reported.